Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the surgeon was not able to program the valve (ID 823101), therefore the valve was removed and replaced. The event led to 30 minutes surgical delay.

Manufacturer narrative:
Valve was returned for evaluation: DHR - lot 5663357, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, no defects were noted. The valve passed the tests for programming, occlusion, leak, reflux and pressure. Root cause - no root cause could be determined for the ¿programming¿ issue reported by the customer as no programing issues were noted during the investigation. The possible root cause for the ¿programming¿ issue reported by the customer could have been due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no programing issues were noted.